Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency (rf) head failed uplink tests. The rf head cable was replaced. It was also indicated that the rf head label was missing laminate and therefore the label was replaced. The rf head passed functional and systems tests. (B)(4).

Event description:
The radiofrequency (rf) head which was returned as an associated device, tested out of specification during manufacturer's analysis. There was no patient involvement.